Manufacturer narrative:
The vascade 5f device was not returned for evaluation. Since the lot number was not provided the device's manufacturing records cannot be reviewed. No further investigation can be performed. The cause of the reported event cannot be determined. Per the vascade® vascular closure system (vascade vcs) 5f and 6/7f instructions for use "pseudoaneurysm is a complication that may occur and may be related to the endovascular procedure or the vascular closure."

Event description:
A patient underwent a diagnostic left heart catheterization (lhc) procedure utilizing the vascade 5f device, that was inserted into a terumo pinnacle 5f sheath. The doctor reported that there were no device anomalies or complications noted during the initial procedure and final hemostasis was achieved. A few days post operatively the patient returned to the user facility with a pseudoaneurysm. Haemonetics followed up with the user facility to obtain additional information, but no further details were provided. Therefore, the patient's course of treatment is unknown.